Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The facility does not permit follow-up contact. Therefore, no additional information can be obtained. (B)(4).

Event description:
Medtronic received information that 1 year 7 months post implant of this mitral annuloplasty band, the device was explanted and replaced with a mitral bioprosthetic valve. The reason for replacement is unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.